Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient had a severe inflammatory reaction to the sealant of a 6f/7f mynxgrip vascular closure device (vcd). Abscess was developed that required surgery and pieces of sterile polyethylene glycol (peg) was found inside. The device will not be returned for evaluation as the events happened 8 to 10 years ago.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. As reported, a patient had a severe inflammatory reaction to the sealant of a 6f/7f mynxgrip vascular closure device (vcd). Abscess was developed that required surgery and pieces of sterile polyethylene glycol (peg) was found inside. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿abscess¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Without a lot number to conduct a DHR review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.